Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the user was unable to perform data synchronization. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to perform data synchronization. The technical support specialist (tss) found that the previous data sync had failed. The tss changed the speed and duplex settings from auto-negotiation to 100 mbps half-duplex. After these changes, the issue was resolved and the application launched successfully. The system functioned as intended after the technical support specialist repaired the device.